Event description:
According to the reporter: the balloon had burst during procedure. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).